Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The hcp reported seeing a por message on a clinician programmer. The hcp reported that she had re-interrogated 3 times and all 3 times, the por 33 kept circling around, could not clear the por message. The hcp reported that the patient had been having worsening symptoms. The hcp reported that the last time the patient was seen was (B)(6) 2016 and the ins battery indicated 6-12 months remaining. The hcp did not have the parameters for estimated longevity. The hcp reported that the patient programmer (pp) also showed a doctor icon, unknown what the error code was. Additional information was received from the hcp and it was reported that the patient¿s ins was dead and an exchange would be scheduled in the operation room.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.